Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 drawer controller board was faulty. A field service engineer upon arrival system was on, but drawers 2.1 and 2.2 were off the bus, found drawer 2.2 drawer boards were tested outside acceptable range, replaced drawer controller board to resolve the issue. Ran hardware test application and customer inventoried medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had black screen. The plug was checked, the connection cable was secured, and the system was rebooted. The light in the tower was off. However, there were no delays or adverse events or injuries reported based on this event.